Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Patient reported that there was a crack in the pump casing. The patient stated that there was no trauma to the pump and no evidence of moisture in the pump. Patient also confirmed that the battery cap was intact and that there was no power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/21/2014 device evaluation: the device has been returned and evaluated by product analysis on 01/09/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. Investigation found that the u-groove clip insert was damaged. Unrelated to the casing damage, the pump powered up to a dim verifying screen with the appropriate audible and vibratory alerts.